Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012247281 was returned and analyzed. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft was intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. No anomalies were identified. The handle has no cosmetic issue and side tube is connected properly to the handle. Visual inspection of the dilator was performed. The inspection identified the tip was damaged. The inspection identified the dilator luer was delaminated. In conclusion, the sheath failed the return product inspection due to damage observed at the dilator tip and delamination observed at the dilator luer polyethylene. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath tip was noted not to be neat when removed from the packaging. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.